Manufacturer narrative:
Zoll has not yet received the autopulse platform for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (s/n: (B)(4)) had a unspecified brake and power problem during a routine shift check. No further information was provided. There was no patient involvement.

Manufacturer narrative:
The reported complaint of a brake and power problem were not confirmed during these evaluation. Therefore the root cause of the complaint could not be determined. The autopulse platform is a reusable device and was manufactured on 1/18/2008 and it has exceeded its expected service life of 5 years. Unrelated to the complaint, damages were found to the front and back covers, and to the battery lock. Additionally, a system error message was displayed upon powering on the device during initial functional testing. Review of the retrieved archive found no issues related to the reported complaint. To prevent a possible reoccurrence of the reported complaint, the clutch and brake areas were cleaned. Additional repair was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The damaged parts observed during visual inspection were replaced, and to resolve the system error message, the system processor board was also replaced. An annual preventative maintenance was performed. To ensure the platform remains current the power distribution board was also updated. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4). The platform passed all final testing criteria.